Event description:
An ophthalmic surgeon reports during infusion, the machine was switched to fax mode to get air into the eye during surgery. The air was not coming, so the cassette was changed in the middle of the operation. Then the infusion worked again. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).